Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's test load and therapy cable were defective. Stryker replaced the device's test load and therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device won't charge defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.